Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was identified before use. The device was compounded with fluorouracil. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14n021 was manufactured from december 05, 2014 to december 08, 2014. Visual inspection was performed and a black mark was observed on the reservoir of the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.